Event description:
It was reported that, "the patient underwent left hip replacement surgery in 2007." It was further reported that, "after implantation the patient heard an audible sound emanating from his left hip. As a result, patient experienced pain and discomfort in the location of his left hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.